Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and successfully deployed on the mitral valve. However, after deployment, the clip opened to roughly 40 degrees. To stabilize the clip, an additional xtw was inserted. While positioning the physician stated the + knob on the steerable guide catheter (sgc) was not very sensitive and the sgc did not achieve the expected bending effort and was unable to adjust to the optimal position. The sgc was continued to be used and the second clip was implanted to stabilize the opened clip. Mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure. The sgc was returned and the device analysis observed the hemostasis silicon valve was torn.

Manufacturer narrative:
All available information was investigated, and the reported difficulty curving could not be tested due to the returned condition of the device. The reported difficult or delayed positioning relating to anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, causes for the reported difficult or delayed positioning relating to anatomy and difficulty curving the sgc could not be conclusively determined. The observed deformed sgc shaft appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.